Event description:
The olympus representative reported the image was black when the camera head was connected to a rigid scope. No patient injury or procedure impact reported.

Manufacturer narrative:
Date of event: additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a charge-coupled device. The camera head cable was found to have an abnormal appearance during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified within b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image appeared was due to a defect in the charge-coupled device (ccd) unit. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the phenomenon occurred during preparation for use of a transurethral resection (tur) treatment procedure. The procedure was completed with a similar device with no delay.